Event description:
It was reported that a (B)(6) pump had downstream pressure too high at 22.32 psi (pounds per square inch) during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to operate within specification during downstream occlusion testing and the occlusion occurred within the specified psi (pounds per square inch). A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition ''downstream pressure too high" was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.